Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of a power module not sending data to system monitor was confirmed. Evaluation performed on the device by technical service staff isolated the fault to the installed main power module pcb. Replacing the main pcb resolved the issue and restored the device functionality. A fault was found in the serial communication circuitry on the main pc board; the circuit allows the controller to transmit to (and receive data from) the system monitor. The specific fault was due to a failed component (transceiver ic - u16) per previous (CAPA) investigations, the root cause of the failure was due to electrostatic discharge damage. Device history record with shop order number (B)(4) were reviewed. The device was manufactured in accordance to mfg and qa specifications. Heartmate ii power module ppm-15431 was shipped to the customer on 25sep2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module not sending data to system monitor. An incidental finding of pcb damage was found during the manufacturer's investigation.